Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 50 ml of fluid in the reservoir. Visual examination of the unit confirmed the reported condition of a leak, observed at the connection of the red luer cap. The root cause was determined to be user error; the cap was not securely tightened. After the cap was securely tightened, the leakage completely stopped. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. A labeling review found the directions for use: mixing and use adequate for the use/user error identified in this incident. During evaluation, a red cap was found attached to the infusor. Baxter manufactures this device with a blue winged luer cap. The red cap was not provided by baxter and was not securely tightened, causing the leak condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) received a report that one (1) half-day infusor was reportedly leaking in an unspecified location. There was no report of patient involvement, injury, or medical intervention. No additional information is available.